Manufacturer narrative:
(B)(4). The customer reported the screen is blank when turned on. There was no report of pt impact. The unit was evaluated by a philips field svc engineer. The display assembly and processor pca were replaced to address the problem situation. The device passed all performance and assurance tests and if certified to be used.

Event description:
The customer reported the screen is blank when turned on. There was no report of pt impact.